Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an acute stanford type b dissection of the arch and descending thoracic aorta with conformable gore tag® thoracic endoprostheses. After the first device ((B)(4)) was implanted to cover the dissection entry, it was confirmed there was a contrast flow into the false lumen. The physician deemed it was a distal type I endoleak and implanted another device ((B)(4)) distal to the first device to treat the endoleak. Concurrently, blood pressure dropped and the patient went into hemorrhagic shock. Blood pressure was low and the blood flow was visually unclear but an angiography showed an upward contrast flow in the false lumen from a re-entry tear. The physician implanted another device ((B)(4)) distally to treat the re-entry tear. The physician thought there was a possible proximal type I endoleak and implanted another device ((B)(4)) to treat the proximal type I endoleak. Blood pressure was still low, therefore the physician decided to convert to an open repair. Treatment including vessel banding with elastic banding tape was performed. It was reported that the blood pressure was still uncontrolled. There was also abdominal bleeding and lower abdominal expansion. The physician kept continuing hemostasis. After the procedure, the patient expired. The physician reported that it was unable to arrest bleeding and the patient expired after the procedure. Vessel banding was effective for blood pressure control and it meant there was a possible acute type ii endoleak and it might have caused rupture of the false lumen. The physician believes there was no gore device deficiency.

Manufacturer narrative:
Additional devices implanted: tgu282815j/15745896, tgu313110j/15729853, tgu343415j/16093624. It is unknown which device is associated with the reported death, therefore all devices implanted are included in this report.